Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboot¿s observed in the black box history. The battery cap and compartment were undamaged and fit securely. The cap contacts were within specifications. The pump powered on and was exercised for 24 hours with no power interruption noted. There was no intermittent condition found to the power circuit when the pump cover was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had experienced intermittent power loss without user intervention. It was reported that the battery cap was secure prior to the power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.